Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1187176 was satisfactory per internal procedures. Formulation, filling, labeling, torquing, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures. The caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at the time of release. The complaint history was reviewed, and one other complaint has been taken on this batch for leaking, and labeling. Retention samples from batch 1187176 (100 tubes) were available for inspection. No packaging defects such as leaking, or labeling defects were observed from 100/100 retention samples. All 100/100 retention tubes had properly affixed and legible labels and a scannable barcode label. Two videos were received to assist with the investigation: the first video photo shows one tube from batch 1187176. The media fill in the tube in the video appears to be less than expected possibly from a tube that was leaking. There are no labeling defects in the photo. The second video shows one tube without a label. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence provided by the videos received for both defects. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time. H3 other text : see h.10.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was a missing label. The following information was provided by the initial reporter: item number: 245122, batch number: 1187176. A mycobacterium culture tube had quality problems, 1 no label. The laboratory attaches great importance to this situation. According to the customer, quality problems of culture tubes were found in the operation process, which affected the experimental results and diagnostic effect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was a missing label. The following information was provided by the initial reporter: item number: 245122, batch number: 1187176. A mycobacterium culture tube had quality problems, 1 no label. The laboratory attaches great importance to this situation. According to the customer, quality problems of culture tubes were found in the operation process, which affected the experimental results and diagnostic effect.